Event description:
Medical assistant pricked her finger when trying to activate the safety device. Reporter indicated that the medical assistant's finger slipped off sliding shield during activation resulting in the stick. Date of event was not known only that it occurred " a few mos ago."

Manufacturer narrative:
No samples available for examination, actual samples have been discarded by end user. Without examination of device it is not possible to determine if event resulted from device malfunction. This event is one of three similar events reported by this user facility. The facility filed these as one incident, however, upon review it was noted that three (3) unique events have occurred at different times and these incidents were separated as such. Note: the incidents are 1920898-2008-00009, 1920898-2008-00010 and 1920898-2008-00011. As of this date, a review of the complaint database did not reveal any other incidents of this nature with this lot number except for the three reported by this customer. As in all instances, regulatory compliance will continue to monitor complaint levels in order to identify any changes in trending.